Manufacturer narrative:
(B)(4). Batch # p93h2k. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. It could not be determined what may have caused the reported incident of the device was sticking when grasping tissue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bowel procedure the jaws of the device were sticking when grasping tissue. A second like device was used to complete the procedure with no patient consequences reported. There is no additional information.